Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm in 2002. The aneurysm measured 9cm in diameter and the iliac vessels were without tortuosity and calcification. It was reported that no introducer sheaths were used on either side. The placement and deployment of the stent graft was without difficulty; however, the physicians attempted to obtain guide wire access to the contralateral side for 3 hours but were unsuccessful. The iliac artery was not occluded and the vessel size was adequate. The physicians decided to abort the procedure and convert the patient to open surgical repair. The patient is reported to be fine and no additional clinical sequelae were reported.